Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the freestyle libre 2 reader. A healthcare professional reported on behalf of customer ((B)(6)) whose freestyle libre 2 reader would not power on with button strip or test strip insertion. As a result, customer was unable to obtain readings and required hospitalization for hypoglycemia. The customer was treated with insulin (dose/type unknown) and no additional details were provided. It should be noted that the treatment rendered is inconsistent with the reported diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event. Please note that the freestyle libre 2 system is indicated for use with patients who are 4 years and above.